Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was continuously introduced when inserting the balloon catheter into the sheath. The balloon catheter was reinserted in the sheath without resolve. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.